Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17332747.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. All device components were explanted and discarded. No further information has been obtained despite good faith efforts.